Manufacturer narrative:
This report is being supplemented to provide additional information based on the results the device evaluation and the legal manufacture¿s final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined; however, it is believed that the issue was the result of the pathology lab not properly reporting the detection of bacteria to the user and or the user did not isolate the device after sampling was performed. There were no infection issues or patient injury reported as a result of the event. Olympus will continue to monitor field performance for this device. This report is related to MFR # 9610595 - 2024 - 01746.

Event description:
Correction to b5 of the initial report. The customer reported having used the gastrointestinal videoscope on a patient while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated that the channels of the scope were culture and no microorganisms were detected. The results are evaluated in accordance with the joint recommendation of the krinko and the bfarm 'requirements for hygiene in the reprocessing of medical devices' (bundesgesundheitsbl 2012 - 55:). Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination on two occasions. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.